Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on the proximal section of the stent were severely damaged, pushed distally and squashed. The stent had moved slightly in a distal direction over the distal markerband. Stent damage most likely occurred during withdrawal attempts. The balloon cones on the proximal section of the balloon appeared tightly wrapped and not subjected to positive pressure. Stent struts were covering the distal section of the balloon cone therefore assessment of the balloon could not be performed on that section of the balloon. Stent crimp markings were evident on the exposed proximal section of the balloon body. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a mid-shaft kink 30mm distal from the hypotube/midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. As part of the analysis, a recommended 0.014'' guide wire was loaded on the wire lumen of the device and no resistance was felt inserting or removing the guidewire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28-apr-2017. It was reported that advancing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.25x20mm synergy¿ drug-eluting stent was advanced to treat the lesion, however, device was unable to be delivered. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage and stent move on balloon.